Manufacturer narrative:
Physio-control evaluated the device, but could not duplicate the reported issue. From the downloaded key log it was observed that the device had repeatedly initiated a warm boot while still in production test. According to the device production test data, the device completed the feature test. The device was extensively tested for seven days at ambient and in an environment chamber at 30 degrees celsius and 90% humidity. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.

Manufacturer narrative:
Mfg date of the initial medwatch report indicates: 06/17/2015. The initial medwatch report should indicate: 06/16/2015.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service then sent the device to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device could not be powered up, after it had just been installed and the configuration set-up had been completed. There was no patient use associated with the reported event.